Event description:
The customer reported the device shut down while in use. No pt harm reported.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.